Event description:
It was reported that the arctic sun device would not fill. Per additional information updated from ttm on 20feb2026, biomed unable to fill reservoir. There was nothing attached to the fdl, and they can hear the pump engage. Per review of wo notes, it was determined that the device had a failed circulation pump. No suction at left manifold port.

Manufacturer narrative:
The device was not returned. Reported issue: it was reported that the arctic sun device would not fill. Repairs related to the reported issue: per additional information updated from ttm on 20feb2026, biomed unable to fill reservoir. There was nothing attached to the fdl, and they can hear the pump engage. Per review of wo notes, it was determined that the device had a failed circulation pump. No suction at left manifold port. The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. Per additional information updated from ttm on 20feb2026, biomed unable to fill reservoir. There was nothing attached to the fdl, and they can hear the pump engage. Per review of wo notes, it was determined that the device had a failed circulation pump. No suction at left manifold port. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections made to tab(s) f and h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. Per additional information updated from ttm on 20feb2026, biomed unable to fill reservoir. There was nothing attached to the fdl, and they can hear the pump engage. Per review of wo notes, it was determined that the device had a failed circulation pump. No suction at left manifold port.